Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient met with a manufacturing representative (rep) yesterday because they had had 8 falls. The patient reported that the implant was the cause of the falls due to ¿almost like a shock¿ causing their legs to give out. It was asked if this issue had been resolved and the patient stated yes, by reprogramming. The patient stated that group a and b were reprogrammed yesterday. The patient falling due to ¿almost like a shock¿ from the ins occurred in 2017, ¿a month and a half ago¿. No further complications were reported/anticipated. Additional information was received from a patient on (B)(6) 2018. Patient re-reported reason for getting reprogrammed, which was due to the fall and getting electrocuted like shock. Patient said they had an x-ray after patient hurt themselves from the fall. Patient said health care professional (hcp) told patient everything was fine. Patient said ins has helped patient to walk further. Patient said he used to only be able to walk 25 yards and now patient can walk further than 25 yards. No further patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep) on (B)(6) 2018, reporting that the rep was not aware of the patient¿s shocking until (B)(6) 2018, though the patient told them it started in (B)(6) 2017. It was reported that the cause of the shocking was not determined. The rep was asked to clarify whether the falls also affected the patient¿s device (led to the shocking) or if the shocking just led to the falls. It was indicated that the patient¿s friend noted that the patient had a history of falling all the time even prior to getting the device. The patient¿s weight at the time of the event was unknown as it wasn't taken at their appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that their hcp ordered x-rays last month. The patient stated that one hcp said the patient had a separation of t8 and t11 and the other hcp said that nothing looked wrong. The patient stated that their hcps were contradicting each other. The patient stated that they followed up with their managing hcp, but they just told the patient to call the manufacturer. Patient services reviewed that having a series of falls could affect the implanted system. Patient services asked the patient if they had their device checked using a clinician programmer (impedance check) and the patient stated that they had not, however this contradicts information received from the rep on (B)(6) 2018, where the rep indicated that impedances were checked and were fine. Patient services stated shocking may be indicative of a compromised implanted system. Patient services suggested that the patient have their implant checked (check impedances). The patient understood and stated they would request this from their healthcare provider. A list of hcp were sent to the patient. No further complications were reported/anticipated.